Manufacturer narrative:
Site reported that the patient was dissatisfied with the outcome. The doctor aimed for monovision while the patient wanted both eyes for distance vision. The lens was explanted on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens is in process of being returned for evaluation.

Event description:
Site reported that the patient was dissatisfied with vision. The doctor aimed for monovision, however, the patient wanted distance vision for both eyes. The lens was explanted on (B)(6) 2021.

Manufacturer narrative:
Site reported that the patient was dissatisfied with vision. The doctor aimed for monovision, however, the patient wanted distance vision for both eyes. The lens was explanted on (B)(6) 2021. The explanted lens was not returned for evaluation despite follow-ups.

Event description:
Site reported that the patient was dissatisfied with vision. The doctor aimed for monovision, however, the patient wanted distance vision for both eyes. The lens was explanted on (B)(6) 2021.